Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was patient involvement. However, the patient was never exposed to the saline solution because the lines were double clamped. The recirculation bag was replaced with a fresh one. The device was tagged from the floor and tagged out of service. The machine was serviced by replacing the flow relief valve. The machine did not have any issues ever since the repair.